Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but there was the possibility that this phenomenon was attributed to the accidental failure of some component or unit of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for an unspecified procedure using the subject device at the user facility, the error message e202 which indicated the subject device was broken was displayed on the monitor. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.